Manufacturer narrative:
This is a final report. The customer was using expired test strips ((B)(6) 2010). There is no indication of product malfunction. No investigation of the product is required.

Event description:
Customer's health aide reported the customer received an e-6 message on the display of his precision xtra blood glucose meter. She further reported he had been using expired test strips for three weeks without realizing they were expired. She further reported that on (B)(6) 2011 he experienced a seizure. Paramedics were called and transported customer to a local healthcare facility where he was diagnosed with a "seizure". Customer was given "anti-seizure" medication, a magnesium supplement and an unspecified "antibiotic" for "pneumonia, because he inhaled with the seizure". She further reported he self-treated with baclofen 10 mg, novolin insulin 100 units, "insulin r", "oxalate 20 mg", hydrocodone 7.5 mg/tylenol 500 mg, darvocet (propoxyphene) n-100, propanolol 20 mg, prevacid (lansoprazole) 30 mg and trazodone 50 mg. There was no report of death or permanent injury associated with this event.